Event description:
It was reported that the diagnostic pacing percentages didn't seem correct. The pacing percentages were recorded greater than sixty percent ventricular sensed (vs) and the long term histogram recorded approximately less than ten percent ventricular sensed (vs). The patient will be monitored and followed regularly. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.